Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge fit "oddly" on the pump and there was no insulin seen coming out of the luer lock while the tubing was primed. The customer's blood glucose (bg) level was over 240 mg/dl and the bg level was addressed with a bolus via the pump once the site was changed. The customer changed the infusion set and experienced the same fit issue with the new cartridge. Reportedly, the bg level normalized. A new cartridge was loaded and insulin delivery was resumed.